Manufacturer narrative:
The device was evaluated in the field and the issue was confirmed; there was a worn component. The device was repaired and returned.

Event description:
It was reported that the brakes do not remain engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.